Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to click through the "fill cannula" step. During troubleshooting with tandem technical support, it was confirmed that the touch screen was responsive. The customer was successfully able to resume insulin delivery. There was no information provided regarding the customer's blood glucose level.